Manufacturer narrative:
Patient information was not provided as to no impact to patient, therefore no patient injury reported. The categories for outcomes attributed to adverse event do not apply; therefore, not applicable due to the event as it is a product problem. The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss replaced the footpedal. The fss performed a field service checklist. The fss performed all calibrations. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information was submitted to include the footpedal replacement was due to investigations revealed the zero switch on the footpedal would not activate. All pertinent information available to abbott medical optics at the time has been submitted. Placeholder.

Event description:
During a cataract extraction procedure, the surgery center reported there was a delay time of 2.5 hours to complete the procedure. During a cataract extraction procedure, the surgery center reported during irrigation and aspiration mode, the footpedal did not work without the side switch. The clinic reported there was a delay time of 2.5 hours to complete the procedure. The procedure was completely successfully and no patient injury was reported.